Event description:
During an ECMO [extracorporeal membrane oxygenation] cannulation at the bedside in picu [pediatric intensive care] room [redacted], the medtronic [redacted] custom pack became disconnected inside the sterile sheath. The ECMO circuit was not yet connected to a patient. A new circuit was obtained, and the patient was successfully placed on ECMO, there was a 7-to-10-minute delay, and the patient went on a clear primed circuit instead of a blood primed circuit. Therefore, there was 2 units of prbc's [packed red blood cells] and 1 unit of ffp [fresh frozen plasma] wasted. Manufacturer response for catheter, cannula and tubing, vascular, cardiopulmonary bypass, na (per site reporter). The vendor was emailed on [redacted], there has been no communication since the initial report.